Event description:
A customer reported that their insulin pump malfunctioned, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.